Event description:
System has a tendency to block during aspiration of lens fragments, and when aspiration line is blocked with dense cataract material a wound burn occurs. Additional information received noted there were 3 in 34 cases. Patient 3 of 3: there have been no long lasting adverse events of adverse prognosis.